Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was received with the tip broken. Due to an unknown cause, the tip of a piezoelectric system saw broke off the handpiece. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is considered indeterminate for a manufacturing perspective.

Event description:
This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Returned 3/26/12 original awareness date is 3/5/12. Placeholder.

Event description:
It was reported that during a dental procedure, the tip of a piezoelectric system saw broke off of the handpiece. All pieces were retrieved and the patient was not harmed. Surgeon was almost finished using the handpiece and was able to use a regular curette to complete the procedure. Both instruments are being returned. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Device used for treatment and not diagnosis. Service and repair was able to repair device.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the item was previously returned for service on 28-dec-2011 due to missing parts. The customer called in a service request for this item on (B)(6) 2012 for inoperable device. There are possible relevant issues identified in the service history review, but no conclusion can be drawn.